Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se found that the customer had a leak at the patient hose. The se was able to pass all testing.

Event description:
It was reported that the ventilator had a pressure loss and leak test would not pass. There was no patient involvement. The event date was not specified; estimate used.